Event description:
Patient presented with a traumatic pneumothorax. A 14 french pigtail catheter (wayne pneumothorax tray, (B)(4)) was inserted. A heimlich valve included in the kit was inserted in the reversed orientation, preventing air from being vented from the pleural space. Instead, over a period of approximately 12 hours, the patient's pneumothorax expanded, resulting in near total collapse of the left lung. The error was eventually recognized and corrected without permanent harm to the patient. However, a risk of tension pneumothorax and death existed. Of note, this is the second event of this type we have encountered with this device in the past year. I reported the prior event to FDA medwatch on (B)(6) 2015. See mw5040515.